Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during inspection. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during inspection. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "head error" could be confirmed on the rotaflow console (rfc) and the rotaflow drive (rfd). The rf control board pcba (printed circuit board assembly) kit (article number 701034051) and the defective rfd has been replaced with a new rfd. As a precaution the rfc display board (article number 701034016) has also been replaced. Thus the failure could be confirmed. Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on (B)(6) 2025 and during the period of 2019-11-13 to 2024-11-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2019-11-13. Rotaflow drive: the product in question was produced in 2023-05-23. The device history record (DHR) of the rotaflow drive for which a customer complaint was received, was reviewed on 2025-02-07. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during inspection. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "head error" could be confirmed on the rfc and rfd. The rf control board pcba (printed circuit board assembly) kit (article number 701034051) and the defective rfd has been replaced with a new rfd. As a precaution the rfc display board (article number 701034016) has also been replaced. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2025-06-26 and during investigation by the getinge service department on 2025-06-27 the reported failure "head error" could be reproduced. Thus, the drive was sent to the supplier emtec on 2025-07-01 for further investigation. On 2025-08-07 emtec was not able to reproduce the reported failure, however electrical parts and bearings have been replaced as precaution by the supplier. After functional test at getinge service department on 2025-08-15 the device was sent back to the user. Based on the investigation results the reported failure "head error" could be confirmed on the rotaflow console. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on 2025-02-06 and during the period of 2019-11-13 to 2024-11-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n 94175730 was produced in 2019-11-13. Rotaflow drive: the review of the non-conformities was performed on 2025-08-20 and during the period of 2019-12-12 to 2024-11-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n 910129353 was produced in 2019-12-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.